Manufacturer narrative:
Related components of device system: model number/catalog number 720185-01, serial number null batch/lot number (B)(4), model/catalog description reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent a surgical procedure in which the existing inflatable penile prosthesis (ipp) was removed and a new tactra penile prosthesis was implanted due to unspecified reasons. No information was provided about the patient's outcome. It was further reported that the patient experienced pump erosion through scrotum leading to the procedure. There were no device malfunction associated with the explanted ipp. The patient did not experience additional adverse events and was said to be good after the procedure.